Event description:
It was reported, during an implant procedure, the ventricular lead impedance and sensing could not be measured with the pacing system analyzer. The impedance data were all below 200 ohms. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the lead was stretch. The inner insulation was kinked/buckled and also pulled apart (overstressed).